Event description:
It was reported that the patient was asymptomatic. It was noted that the patient presented at a hospital. It was noted that oversensing of noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The issue was discovered at a different hospital - nuvance health vassar brothers medical center, poughkeepsie, new york. The lead was addressed and reported by the physician at (B)(6).